Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of recurrent deep vein thrombosis, recent pulmonary emboli and gastrointestinal bleed. The deployed filter was placed via the right jugular vein, with the apex at the level of the right renal vein. Inferior venacavagram performed during filter deployment revealed good positioning. Approximately one year and five months post ivc deployment the patient experienced chest pain and dyspnea, discharge diagnosis was a pulmonary embolus. Approximately seven months later, the patient was diagnosed with bilateral pulmonary embolism despite lovenox and placement of inferior vena cava filter. Approximately two years and ten months post ivc deployment, the patient was found to have multiple pulmonary emboli. CT scan revealed an ivc with thrombus present superior to the tip of the ivc filter measuring 2.4 cm and what appeared to be complete thrombosis of the ivc and non-occlusive thrombus of the iliac and femoral veins. A second ivc filter was placed via the right internal jugular in an infrarenal position. Venacavogram indicated the inferior vena cava was patent about 1.5 cm above the existing initial filter with normal caval diameter. At the level of the filter and below, the vena cava was occluded. Thrombus extended into both common iliac veins. The bilateral popliteal, femoral, and common femoral veins were widely patent. Via the left common femoral vein thrombolytic therapy was initiated just above the initial ivc filter. Two days later, mechanical thrombectomy of the ivc filter thrombus was performed. Follow-up venogram indicated a decreased residual thrombus was found present on the filter. Both the initial ivc filter and recently placed ivc filter were retrieved via the right internal jugular vein. Using a cook retrieval set, the second filter was removed. A 14-french sheath was introduced and access of the inferior struts of the inital filter was successful. While removing the initial filter, there was difficulty getting the filter past the hepatic vein. The surgeon was then able to grab the legs of the filter and pulled the filter into the right internal jugular vein. The filter was then accessed percutaneously with a curved hemostat and removed. The difficult filter retrieval resulted in a small right neck hematoma. Manual compression was applied to the right side of neck and a subcuticular absorbable suture was placed as was dermabond and a dressing. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records received, it can be confirmed that the patient experienced thrombus above the filter and pe post deployment. Additionally, the investigation is confirmed for occlusion of the filter and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012); (manufacturing date 02/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism, deep vein thrombosis, back pain, and ivc thrombosis extending into both iliac veins. The device was removed percutaneously. The current status of the patient is unknown.